Event description:
It has been reported that the wireless footswitch was no connecting to the base station. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. The cause of the wireless foot switch not being available is found to be faulty contact switch due to mechanical failure. The customer began using the wired footswitch instead. The fse replaced the wireless footswitch. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction(z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Manufacturer narrative:
Recall number philips has investigated this complaint. According to the information provided, the device was not in clinical use when the issue occurred. A philips field service engineer inspected the system on site and identified that wireless pedal is not connecting with the base station. Per the information collected, the wi-fi indicator on the footswitch was blinking red and the battery indicator was green, which indicates that there was an error in the wireless connection. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023). The correction has been implemented and the system has been returned to use in good working order.

Event description:
It has been reported that the wireless footswitch was no connecting to the base station. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.